Event description:
Same case as MDR ID 2134265-2015-04841 and 2134265-2015-04842. (B)(4). It was reported that stent thrombosis occurred. In (B)(6) 2010, the patient presented due to stable angina and silent ischemia. Coronary angiography was performed and revealed that there was a chronic, totally-occluded stent thrombosis of the previously placed 2.00mm x 3.5mm, 2.00mm x 16mm and 3.00mm x 12mm liberté¿ bare metal stents in the right coronary artery (rca). Subsequently, the index procedure was performed. Target lesion # 1 was a chronic, totally occluded in- stent restenotic lesion located in the proximal rca extending to the mid rca with 100% stenosis and was 20mm long with a reference vessel diameter of 3.0mm. The lesion was treated with predilation and stent placement using a 3.00x20mm and a 3.00x16mm promus element ¿ stents with 0% residual stenosis. Ten days post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Date of birth: 1934. If implanted, give date: 2006. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).